Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinic received data transmission from the implantable cardioverter defibrillator system on (B)(6) 2019. The transmission showed the device exhibited episodes of ventricular fibrillation and ventricular tachycardia and right ventricular channel oversensing. It was determined that the right ventricular lead oversensing was caused by r-wave amplitude variation. The device delivered five anti-tachycardia pacing therapy and four high voltage therapy appropriately but did not successfully convert the patient's rhythm to a sustained sinus rhythm. It was reported that the patient passed away on (B)(6) 2019. The cause of death was not conclusively determined. Related manufacturer reference number: 2017865-2019-14025.